Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device/dislocation of left fallopian coil with spillage on left"), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain (not recovered prior to essure). Previously administered products included for an unreported indication: oral contraceptive nos from 1994 to 2004 and imitrex. Past adverse reactions to the above products included hypersensitivity with imitrex. Concurrent conditions included obesity, pain in ankle, scabies, anal fistula, anal fissure, menses irregular, yeast infection, tinea corporis, pityriasis rosea, rectal bleeding, shoulder injury, blood transfusion, chronic migraine and anxiety. Concomitant products included cefalexin (cephalexin) from (B)(6) 2006 to (B)(6) 2006, conlunett (norinyl), gabapentin from (B)(6) 2012 to (B)(6) 2013, methocarbamol (robaxin) from (B)(6) 2012 to (B)(6) 2013, mycolog from (B)(6) 2010 to (B)(6) 2010, nifedipine from (B)(6) 2006 to (B)(6) 2008, nortriptyline from (B)(6) 2012 to (B)(6) 2013, salbutamol (albuterol) and venlafaxine from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2004, 3 months 7 days after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sex)"), alopecia ("hair loss/hair loss") and weight increased ("weight gain"). In (B)(6) 2004, the patient experienced insomnia ("other injury: insomnia"). On (B)(6) 2005, the patient experienced proctalgia ("failure to occlude (close) fallopian tube(s) and other injury (ies) or complication (s) please describe: rectal pain pressure"). In 2008, the patient experienced premature menopause ("early menopause/hormonal changes; early menopause/hot flash") and hot flush ("early menopause/hormonal changes; early menopause/hot flash"). In (B)(6) 2008, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"). In 2009, the patient experienced dysuria ("dysuria"). In 2010, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2010, the patient experienced vertigo ("rashes or skin conditions:vertigo and nickel allergy"). In 2013, the patient experienced migraine ("migraine headaches/migraines/headaches"), headache ("migraines/headaches") and nausea ("nausea"). In 2014, the patient experienced vulvovaginitis trichomonal ("trichomonas"), adjustment disorder with anxiety ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety"), uterine leiomyoma ("uterine leiomyoma, uterus feels heavy") and depression ("depression disorder"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis/infection; bacterial vaginosis"), urinary tract infection ("urinary tract infection/urinary tract infection"), cervical dysplasia ("low grade squamous intraepithelial lesion/cervical intraepithelial neoplasia"), smear vaginal abnormal ("clue cells present"), vulvovaginal candidiasis ("candida, vulvovaginitis"), adjustment disorder with depressed mood ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain/joint ache") and biopsy endometrium ("endometrial biopsy"). The patient was treated with ibuprofen, ketoconazole, pseudoephedrine, miconazole, trazodone, ketorolac tromethamine (toradol), topiramate, naproxen, topiramate (topamax), metoclopramide, prochlorperazine, metronidazole, venlafaxine (effexor), bactrim (trimethoprim comp.), tetracycline, fluconazole (diflucan), oxycocet (percocet), metronidazole (flagyl), triamcinolone, nystatin, naratriptan, naratriptan hydrochloride (amerge), sumatriptan (imitrex), surgery (hysterectomy with unilateral salpingectomy - right fallopian tube), surgery (hysterectomy with unilateral salpingectomy - right fallopian tube), surgery (thermal ablation), surgery (thermal ablation) and surgery (hysterectomy with unilateral salpingectomy - right fallopian tube). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, premature menopause, bacterial vaginosis, urinary tract infection, stress urinary incontinence, fatigue, cervical dysplasia, smear vaginal abnormal, vulvovaginal candidiasis, vulvovaginitis trichomonal, headache, nausea, allergy to metals, adjustment disorder with depressed mood, vertigo, vaginal discharge, weight increased, proctalgia, insomnia, hot flush, uterine leiomyoma, dysuria, vulvovaginal discomfort and biopsy endometrium outcome was unknown, the vaginal haemorrhage, abdominal pain and alopecia had resolved and the migraine, adjustment disorder with anxiety, depression and arthralgia was resolving. The reporter considered abdominal pain, adjustment disorder with anxiety, adjustment disorder with depressed mood, allergy to metals, alopecia, arthralgia, bacterial vaginosis, biopsy endometrium, cervical dysplasia, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, nausea, pelvic pain, premature menopause, proctalgia, smear vaginal abnormal, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginitis trichomonal and weight increased to be related to essure (ess205). The reporter commented: she says since the essure was placed she has pinching on her rlq, uterus feels heavy, constant rectal pain and pressure, migraines, vertigo, insomnia, early menopause, and a variety of other symptoms she believes are due to essure. 14 coils visible post release. A tubal occlusion device is seen projecting over the right hemipelvis diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2010: irregular bleeding, menorrhagia failure to occlude. Hsg done (B)(6) 2004 showed good location of the right coil with right tubal occlusion and the left coil seemed to be within the uterus with a patent left tube. Hysterosalpingogram (hsg): unilateral occlusion; right tube occluded. Dislocation of the left fallopian coil with spillage on the left, only one tube blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bacterial vaginosis, proctalgia, headache, stress incontinence, vaginal discharge, candida, vulvovaginitis, dysuria, migraine, vertigo, nausea, depressed mood, hot flash, insomnia, vaginal trichomonas, nickel allergy, device expulsion. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received. Concomitant medication and condition added. Following events:endometrial biopsy, were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device/dislocation of left fallopian coil with spillage on left"), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain (not recovered prior to essure). Previously administered products included for an unreported indication: oral contraceptive nos from 1994 to 2004 and imitrex. Past adverse reactions to the above products included hypersensitivity with imitrex. Concurrent conditions included obesity, pain in ankle, scabies, anal fistula, anal fissure, menses irregular, yeast infection, tinea corporis, pityriasis rosea, rectal bleeding, shoulder injury, blood transfusion, chronic migraine and anxiety. Concomitant products included cefalexin (cephalexin) from (B)(6) 2006 to (B)(6) 2006, gabapentin from (B)(6) 2012 to (B)(6) 2013, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (mycolog) from (B)(6) 2010 to (B)(6) 2010, mestranol;norethisterone (norinyl), methocarbamol (robaxin) from (B)(6) 2012 to (B)(6) 2013, nifedipine from (B)(6) 2006 to (B)(6) 2008, nortriptyline from (B)(6) 2012 to (B)(6) 2013, salbutamol (albuterol) and venlafaxine from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). In 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sex)") and alopecia ("hair loss/hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2004, the patient experienced insomnia ("other injury: insomnia"). On (B)(6) 2005, the patient experienced proctalgia ("failure to occlude (close) fallopian tube(s) and other injury (ies) or complication (s) please describe: rectal pain pressure"). In 2008, the patient experienced premature menopause ("early menopause/hormonal changes; early menopause/hot flash") and hot flush ("early menopause/hormonal changes; early menopause/hot flash"). In (B)(6) 2008, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"). In 2009, the patient experienced dysuria ("dysuria"). In 2010, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy") and vulvovaginal discomfort ("vaginal irritation"). In (B)(6) 2010, the patient experienced vertigo ("rashes or skin conditions:vertigo and nickel allergy"). In 2013, the patient experienced migraine ("migraine headaches/migraines/headaches"), headache ("migraines/headaches") and nausea ("nausea"). In 2014, the patient experienced vulvovaginitis trichomonal ("trichomonas"), adjustment disorder with anxiety ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety") and depression ("depression disorder") and was found to have uterine leiomyoma ("uterine leiomyoma, uterus feels heavy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis/infection; bacterial vaginosis"), urinary tract infection ("urinary tract infection/urinary tract infection"), cervical dysplasia ("low grade squamous intraepithelial lesion/cervical intraepithelial neoplasia"), vulvovaginal candidiasis ("candida, vulvovaginitis"), adjustment disorder with depressed mood ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain/joint ache") and was found to have smear vaginal abnormal ("clue cells present") and biopsy endometrium ("endometrial biopsy"). The patient was treated with fluconazole (diflucan), ibuprofen, ketoconazole, ketorolac tromethamine (toradol), metoclopramide, metronidazole, metronidazole (flagyl), miconazole, naproxen, naratriptan, naratriptan hydrochloride (amerge), nystatin, oxycodone hydrochloride;paracetamol (percocet), prochlorperazine, pseudoephedrine, sulfamethoxazole;trimethoprim (trimethoprim comp.), sumatriptan (imitrex), tetracycline, topiramate, topiramate (topamax), trazodone, triamcinolone, venlafaxine hydrochloride (effexor) and surgery (hysterectomy with unilateral salpingectomy - right fallopian tube and thermal ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, premature menopause, bacterial vaginosis, urinary tract infection, stress urinary incontinence, fatigue, cervical dysplasia, smear vaginal abnormal, vulvovaginal candidiasis, vulvovaginitis trichomonal, headache, nausea, allergy to metals, adjustment disorder with depressed mood, vertigo, vaginal discharge, weight increased, proctalgia, insomnia, hot flush, uterine leiomyoma, dysuria, vulvovaginal discomfort and biopsy endometrium outcome was unknown, the vaginal haemorrhage, abdominal pain and alopecia had resolved and the migraine, adjustment disorder with anxiety, depression and arthralgia was resolving. The reporter considered abdominal pain, adjustment disorder with anxiety, adjustment disorder with depressed mood, allergy to metals, alopecia, arthralgia, bacterial vaginosis, biopsy endometrium, cervical dysplasia, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, nausea, pelvic pain, premature menopause, proctalgia, smear vaginal abnormal, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginitis trichomonal and weight increased to be related to essure (ess205). The reporter commented: she says since the essure was placed she has pinching on her rlq, uterus feels heavy, constant rectal pain and pressure, migraines, vertigo, insomnia, early menopause, and a variety of other symptoms she believes are due to essure. 14 coils visible post release. A tubal occlusion device is seen projecting over the right hemipelvis diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2010: results: irregular bleeding, menorrhagia. Diagnostic results: failure to occlude. Hsg done (B)(6) 2004 showed good location of the right coil with right tubal occlusion and the left coil seemed to be within the uterus with a patent left tube. Hysterosalpingogram (hsg): unilateral occlusion; right tube occluded. Dislocation of the left fallopian coil with spillage on the left, only one tube blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bacterial vaginosis, proctalgia, headache, stress incontinence, vaginal discharge, candida, vulvovaginitis, dysuria, migraine, vertigo, nausea, depressed mood, hot flash, insomnia, vaginal trichomonas, nickel allergy, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc - product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device/dislocation of left fallopian coil with spillage on left"), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain/pain") in a 36-year-old female patient who had essure (ess205) (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain (not recovered prior to essure). *failure to occlude. Hsg done (B)(6)2004 showed good location of the right coil with right tubal occlusion and the left coil seemed to be within the uterus with a patent left tube. Hysterosalpingogram (hsg): unilateral occlusion; right tube occluded. Dislocation of the left fallopian coil with spillage on the left, only one tube blocked. Plaintiff underwent biopsy on cervix on date (B)(6)2005. Previously administered products included for an unreported indication: oral contraceptive nos from 1994 to 2004 and imitrex. Past adverse reactions to the above products included hypersensitivity with imitrex. Concurrent conditions included obesity, pain in ankle, scabies, anal fistula, anal fissure, menses irregular, yeast infection, tinea corporis, pityriasis rosea, rectal bleeding, shoulder injury, blood transfusion, chronic migraine and anxiety. Concomitant products included metoclopramide and metronidazole benzoate (flagyl s) for migraine as well as cefalexin (cephalexin) from (B)(6)2006 to (B)(6)2006, gabapentin from (B)(6)2012 to (B)(6)2013, gramicidin;neomycin sulfate;nystatin;triamcinolone acetonide (mycolog) from (B)(6)2010 to (B)(6)2010, mestranol;norethisterone (norinyl), methocarbamol (robaxin) from (B)(6)2012 to (B)(6)2013, metoclopramide hydrochloride (reglan), nifedipine from (B)(6)2006 to (B)(6)2008, nortriptyline from (B)(6)2012 to (B)(6)2013, salbutamol (albuterol) and venlafaxine from (B)(6)2014 to (B)(6)2016. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). In 2004, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia(painful sex)"), alopecia ("hair loss/hair loss"), bacterial vaginosis ("bacterial vaginosis/infection; bacterial vaginosis"), urinary tract infection ("urinary tract infection/urinary tract infection"), cervical dysplasia ("low grade squamous intraepithelial lesion/cervical intraepithelial neoplasia"), vulvovaginal candidiasis ("candida, vulvovaginitis") and vulvovaginitis trichomonal ("trichomonas") and was found to have smear vaginal abnormal ("clue cells present") and weight increased ("weight gain"). In (B)(6)2004, the patient experienced insomnia ("other injury: insomnia"). On (B)(6)2005, the patient experienced proctalgia ("failure to occlude (close) fallopian tube(s) and other injury (ies) or complication (s) please describe: rectal pain pressure"). In 2007, the patient experienced fatigue ("fatigue"). In (B)(6)2008, the patient experienced premature menopause ("early menopause/hormonal changes; early menopause/hot flash") and hot flush ("early menopause/hormonal changes; early menopause/hot flash"). In (B)(6)2008, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"). In 2009, the patient experienced dysuria ("dysuria"). In 2010, the patient experienced allergy to metals ("nickel allergy") and vulvovaginal discomfort ("vaginal irritation") and was found to have biopsy endometrium ("endometrial biopsy"). On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced vertigo ("rashes or skin conditions:vertigo and nickel allergy/vertigo"). In 2013, the patient experienced migraine ("migraine headaches/migraines/headaches"), headache ("migraines/headaches") and nausea ("nausea"). In 2014, the patient experienced adjustment disorder with anxiety ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety") and depression ("depression disorder/depression") and was found to have uterine leiomyoma ("uterine leiomyoma, uterus feels heavy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), adjustment disorder with depressed mood ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety"), arthralgia ("joint pain/joint ache") and adnexa uteri pain ("right adnexal pain with coil/ pinching on right lower quadrant"). The patient was treated with antibiotics, fluconazole (diflucan), ibuprofen, ketoconazole, ketorolac tromethamine (toradol), metronidazole, miconazole, naproxen, naratriptan, naratriptan hydrochloride (amerge), nystatin, oxycodone hydrochloride;paracetamol (percocet), prochlorperazine, pseudoephedrine, sulfamethoxazole;trimethoprim (trimethoprim comp.), sumatriptan (imitrex), tetracycline, topiramate, topiramate (topamax), trazodone, triamcinolone, venlafaxine hydrochloride (effexor) and surgery (hysterectomy with unilateral salpingectomy - right fallopian tube and thermal ablation). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, premature menopause, bacterial vaginosis, urinary tract infection, stress urinary incontinence, fatigue, cervical dysplasia, smear vaginal abnormal, vulvovaginal candidiasis, vulvovaginitis trichomonal, headache, nausea, allergy to metals, adjustment disorder with depressed mood, vertigo, vaginal discharge, weight increased, proctalgia, insomnia, hot flush, uterine leiomyoma, dysuria, vulvovaginal discomfort, biopsy endometrium and adnexa uteri pain outcome was unknown, the vaginal haemorrhage, abdominal pain and alopecia had resolved and the migraine, adjustment disorder with anxiety, depression and arthralgia was resolving. The reporter considered abdominal pain, adjustment disorder with anxiety, adjustment disorder with depressed mood, adnexa uteri pain, allergy to metals, alopecia, arthralgia, bacterial vaginosis, biopsy endometrium, cervical dysplasia, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, nausea, pelvic pain, premature menopause, proctalgia, smear vaginal abnormal, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginitis trichomonal and weight increased to be related to essure (ess205). The reporter commented: she says since the essure was placed she has pinching on her rlq, uterus feels heavy, constant rectal pain and pressure, migraines, vertigo, insomnia, early menopause, and a variety of other symptoms she believes are due to essure. 14 coils visible post release. A tubal occlusion device is seen projecting over the right hemipelvis diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6)2010: results: irregular bleeding, menorrhagia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bacterial vaginosis, proctalgia, headache, stress incontinence, vaginal discharge, candida, vulvovaginitis, dysuria, migraine, vertigo, nausea, depressed mood, hot flash, insomnia, vaginal trichomonas, nickel allergy and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: pfs received. Onset date of event were updated. Concomitant drug were added. Event : right adnexal pain with coil/ pinching on right lower quadrant were added. Event verbatim were updated as depression disorder/depression and rashes or skin conditions:vertigo and nickel allergy/vertigo. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/migration of essure device/dislocation of left fallopian coil with spillage on left"), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (ess205) (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included weight gain (not recovered prior to essure). Previously administered products included for an unreported indication: oral contraceptive nos from 1994 to 2004 and imitrex. Past adverse reactions to the above products included hypersensitivity with imitrex. Concurrent conditions included obesity, arthralgia, scabies, anal fistula, anal fissure, menses irregular, yeast infection, tinea corporis, pityriasis rosea and rectal bleeding. Concomitant products included cefalexin (cephalexin) from (B)(6) 2006 to (B)(6) 2006, gabapentin from (B)(6) 2012 to (B)(6) 2013, methocarbamol (robaxin) from (B)(6) 2012 to (B)(6)2013, mycolog from (B)(6) 2010 to (B)(6) 2010, nifedipine from (B)(6) 2006 to (B)(6) 2008, nortriptyline from (B)(6) 2012 to (B)(6) 2013 and venlafaxine from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia"), alopecia ("hair loss/hair loss"), weight increased ("weight gain") and insomnia ("insomnia"). In 2007, the patient experienced fatigue ("fatigue"). In 2008, the patient experienced premature menopause ("early menopause/hormonal changes; early menopause/hot flash"), stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence") and hot flush ("early menopause/hormonal changes; early menopause/hot flash"). In 2009, the patient experienced dysuria ("dysuria"). In 2010, the patient experienced vertigo ("rashes or skin conditions:vertigo and nickel allergy") and vulvovaginal discomfort ("vaginal irritation"). In 2013, the patient experienced migraine ("migraine headaches/migraines/headaches"), nausea ("nausea") and proctalgia ("other; rectal pain pressure"). In 2014, the patient experienced vulvovaginitis trichomonal ("trichomonas"), anxiety ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety"), uterine leiomyoma ("uterine leiomyoma, uterus feels heavy") and depression ("depression disorder"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), bacterial vaginosis ("bacterial vaginosis/infection; bacterial vaginosis"), urinary tract infection ("urinary tract infection/urinary tract infection"), cervical dysplasia ("low grade squamous intraepithelial lesion/cervical intraepithelial neoplasia "), smear vaginal abnormal ("clue cells present"), vulvovaginal candidiasis ("candida, vulvovaginitis"), headache ("migraines/headaches"), allergy to metals ("nickel allergy"), depressed mood ("psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety"), vaginal discharge ("vaginal discharge") and arthralgia ("joint pain/joint ache"). The patient was treated with ibuprofen, ketoconazole, pseudoephedrine, miconazole, trazodone, ketorolac tromethamine (toradol), topiramate, naproxen, topiramate (topamax), metoclopramide, prochlorperazine, metronidazole, venlafaxine (effexor), bactrim (trimethoprim comp.), tetracycline, fluconazole (diflucan), oxycocet (percocet), metronidazole (flagyl), surgery (hysterectomy with unilateral salpingectomy - right fallopian tube), surgery (hysterectomy with unilateral salpingectomy - right fallopian tube), surgery (thermal ablation), surgery (thermal ablation) and surgery (hysterectomy with unilateral salpingectomy - right fallopian tube). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, premature menopause, bacterial vaginosis, urinary tract infection, stress urinary incontinence, fatigue, cervical dysplasia, smear vaginal abnormal, vulvovaginal candidiasis, vulvovaginitis trichomonal, headache, nausea, allergy to metals, depressed mood, vertigo, vaginal discharge, weight increased, proctalgia, insomnia, hot flush, uterine leiomyoma, dysuria and vulvovaginal discomfort outcome was unknown, the vaginal haemorrhage, abdominal pain and alopecia had resolved and the migraine, anxiety, depression and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, bacterial vaginosis, cervical dysplasia, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, hot flush, insomnia, menorrhagia, migraine, nausea, pelvic pain, premature menopause, proctalgia, smear vaginal abnormal, stress urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal candidiasis, vulvovaginal discomfort, vulvovaginitis trichomonal and weight increased to be related to essure (ess205). The reporter commented: she says since the essure was placed she has pinching on her rlq, uterus feels heavy, constant rectal pain and pressure, migraines, vertigo, insomnia, early menopause, and a variety of other symptoms she believes are due to essure. 14 coils visible post release. A tubal occlusion device is seen projecting over the right hemipelvis diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2010: irregular bleeding, menorrhagia failure to occlude. Hsg done jun2004 showed good location of the right coil with right tubal occlusion and the left coil seemed to be within the uterus with a patent left tube. Hysterosalpingogram (hsg): unilateral occlusion; right tube occluded. Dislocation of the left fallopian coil with spillage on the left, only one tube blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: bacterial vaginosis, proctalgia, headache, stress incontinence, vaginal discharge, candida, vulvovaginitis, dysuria, migraine, vertigo, nausea, depressed mood, hot flash, insomnia, vaginal trichomonas, nickel allergy, device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, expulsion of essure device, failure to occlude, fatigue, hormonal changes; early menopause, infection; bacterial vaginosis, low grade squamous intraepithelial lesion, clue cells present, candida, vulvovaginitis, trichomonas, urinary tract infection, migraines/headaches, nausea, nickel allergy, pain, perforation (fallopian tubes), psychological or psychiatric problems; adjustment disorder with depressed mood, anxiety, rashes or skin conditions; vertigo, vaginal discharge, weight gain, other; rectal pain, insomnia were added, patient's medical history was added, concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), premature menopause ("early menopause"), vaginal haemorrhage ("heavy vaginal bleeding"), bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (she had hysterosalpingectomy surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, migraine, alopecia, premature menopause, vaginal haemorrhage, bacterial vaginosis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, migraine, pelvic pain, premature menopause, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.